Event description:
It was reported that a ivc filter did not completely open once the filter was implanted at the intended treatment site. The filter was removed from the same access site and another was implanted without further incident. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. Filter discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.